Event description:
A user facility reported a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler¿s cassette compartment and fluid observed on the exterior of the cycler set¿s cassette during an unknown phase of treatment. M31 air detected in cassette alarm occurred twice during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The user facility was advised to remove the cycler from service. A replacement cycler was issued. It was reported that an alternate treatment option was available. Upon follow up, it was verified that the patient was able to complete peritoneal dialysis treatment on a different cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported a sample is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional details were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler¿s cassette compartment and fluid observed on the exterior of the cycler set¿s cassette during an unknown phase of treatment. M31 air detected in cassette alarm occurred twice during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The user facility was advised to remove the cycler from service. A replacement cycler was issued. It was reported that an alternate treatment option was available. Upon follow up, it was verified that the patient was able to complete peritoneal dialysis treatment on a different cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported a sample is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation. Additional details were requested, however, not provided.